Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar instrument was analyzed and found that failure analysis found the primary failure of damaged insulation instrument conductor wire - bipolar to be related to the customer reported complaint. The instrument was found to have damaged conductor the insulation, and the internal conductor wires were not exposed. The is a detached fragment. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test and energy delivery test. Further inspection found no abnormally sharp or damaged component that could have contributed to the cable breaking. Common causes of damaged insulation instrument conductor wire - bipolar are attributed mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon commented that the clamp was not applying enough energy. The clamp was reinstalled, trying it on another arm and changing the bipolar energy cable. After several attempts, the surgeon requested that the clamp be changed for another of the same type. The procedure was completed with no reported injury.